Event description:
It has been reported to philips that the cine pedal was not working on the wired footswitch. The system was in clinical use and the procedure was completed using the wireless footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the customer was performing a diagnostic procedure, when the issue reoccurred. The philips remote service engineer (rse) inspected and confirmed that the wired footswitch cine pedal was not working. The field service engineer (fse) went onsite and performed troubleshooting and identified that the wired footswitch was getting stuck sometimes and the system was returned to use with the wireless foot switch temporarily. Later the defected wired footswitch was replaced and returned to philips for further analysis in another case ID. The failure analysis identified that the footswitch was found with blood or contamination (cosmetic damage), cable surface was damaged, few connector pin holes were not visible, all anti slips were missing, and during functional test it was found that when softly pressed the signal intermittently does not function. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.